Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was no damage to product packaging nor outer shipping box. The device was prepared as usual. There was no resistance while removing the protection sheet nor while withdrawing the protector from the stent system. The product was stored on shelves at a temperature of 22 degrees.

Manufacturer narrative:
Device is a combination product. (B)(4). A visual examination found that the distal end of the stent was damaged and stretched in a distal direction over the tip. The maximum crimped stent profile measurement at the time of manufacture was reviewed and found within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion, midshaft and inner/ outer lumen found no issues. No other issues were identified during the product analysis. A review of the manufacturing data for the stent profile was carried out and no anomalies were noted. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 4.00 x 24 synergy stent it was noticed that the stent struts stood out from the balloon. The procedure was completed with a different synergy stent and the patient is doing well and stable.